Event description:
It was reported that the needle pierced through the unspecified bd¿ catheter and leaked during use. The following information was provided by the initial reporter, translated from portuguese to english: "catheter nº24 are defective at the time of use. The plastic folds during access and loses easy access. The catheter was found piercing, there was a leak. At the time of access there is a delay to visualize the blood."

Manufacturer narrative:
H6: investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. A device history review could not be completed as no batch number was provided. H3 other text : see h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident, and without this information, we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the needle pierced through the unspecified bd¿ catheter and leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english, "catheter nº24 are defective at the time of use. The plastic folds during access and loses easy access. The catheter was found piercing, there was a leak. At the time of access there is a delay to visualize the blood."